Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite texium pump infusion set had leakage. The following information was provided by the initial reporter: chemo spill from new tubing. Rn made sure connection was tight and caught the spill quickly into the infusion. Estimate of less than 5mls of spill on the floor per the emar infusion was started at 12:47 and was paused at 12:50. Proper procedure was used to clean up spill. Chemo was restarted after connection was tightened and no more leaks. Quantity affected: (B)(4) ea.